Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, during the deployment of a 23mm sapien 3 valve, the commander delivery system had ¿leakage¿. As a result, valve was not able to be deployed in the desired position. The initial valve remained implanted and a second sapien 3 valve was successfully deployed. Information regarding the native annular diameter and degree of valvular calcification was not provided. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity was not provided. The location on the delivery system is not currently known. The valves remain implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis was not able to be performed. No case imagery was provided for review. Lot history review revealed no other similar complaints. Complaint history review from april 2018 through march 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for delivery system ¿ leakage. A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the appropriate trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. In addition, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the inflation balloon. Product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. In this case, the complaint for delivery system ¿ leakage could not be confirmed as the device was not available for evaluation and no case imagery was provided. Since the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. However, a review of lot history, DHR, complaint history, and manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint event. Review of IFU/labeling did not reveal any deficiencies. Information regarding the location of the leak was not provided. The manufacturing mitigations outlined above suggest that it is unlikely that the leak was present out-of-box. Although a definite root cause could not be determined, procedural factors (e.g. Valve alignment in a non-straight section), and or patient factors (e.g. Valvular calcification) may have resulted in damage to the balloon during valve deployment and the subsequent deployment of the initial valve in an incorrect location. There is insufficient information to determine root cause; however, a review of device history record, lot history, complaint history, and manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required. Please reference related manufacturer report no: 2015691-2019-01171.